Event description:
It was reported that a clearlink y-type extension set had visible cracks. This malfunction was observed when the staff was opening up the set. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a supplemental medical device report will be submitted. This medical device report is from the same event as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: as the sample was not returned, a device analysis cannot be completed. Therefore a cause could not be determined.